Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 300cc on the right side, and unknown on the left side, saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. There was bilateral issue with ptosis post mastopexy/breast augmentation. As a result patient underwent bilateral vertical mastopexy and bilateral removal and replacement with mentor silicone implants on (B)(6) 2020. This report is for the left side.

Manufacturer narrative:
Device evaluation summary: the device was visually inspected and no apparent damage was found. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance.  An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Left device identity is as follow: cat#:3501645, lot#:5762043 the manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).